Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a tower door 1 was double clicking. The field service engineer replaces the microswitch and latch harness, rebooted and ran firmware updates to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a tower door failure. The customer confirmed that the malfunction occurred during the dispensing process with a slight delay, but no patient or user harm occurred. There were no adverse events or injuries reported based on this event.